Event description:
I purchased lenses on an updated optical prescription for both regular glasses and sunglasses from my local optometrist under my (B)(6) insurance plan through my employer. It took 3-weeks for the lenses to be available to me. When I picked them up, they refused to fit my glasses or even permit me to enter the office. I wore the sunglasses for a few days and started to experience eye strain and dizzyness as a side effect of the polarization . Now they are refusing to touch the glasses or process an order for replacement lenses without polarization. They are citing coronavirus as cause for being unable to come into contact with pts or with anything that pts have touched. They are refusing even to attempt to sanitize anything to wear gloves, or exercise other common sense safe-handling procedures in service of their eye care pts. Meanwhile, I can't wear my new prescription sunglasses without serious risk of disorientation - especially while driving. Appt dateline (B)(6) 2020 at 10:40 am, (B)(6). FDA safety report ID # (B)(4).